Manufacturer narrative:
Concomitant medical products: addr03 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead warning with low impedances, varying impedance, a suspected insulation damage and suspected fracture. It was also reported that high thresholds were noted on the right ventricular (rv) lead. A kink was observed however it was unable to determine which lead was kinked. It was further reported that the ra lead was reprogrammed. The leads remain in use. No patient complications have been reported as a result of this event.